Event description:
It was reported that, during an unknown surgery, there have been report of difficulty in removing, and the staples that had unformed were found at the anvil. The customer inquired about whether that might be the cause. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(b)(4). Date Sent: 7/27/2026. B3: Unknown; captured as Awareness Date. D4 Batch #: Unknown. An Analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product Identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: The case involved sigmoid colon surgery. There were no abnormalities in operating or closing the knob or other controls. There was no significant bleeding or tissue damage. No additional treatment was performed for the area where the staples were not properly formed. However, there was some difficulty in removing the device. Staple malformation was observed on the resected specimen side. No change in the surgical procedure was made during additional suturing/re-suturing. The patient is stable. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.